Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer's blood glucose was over 500 mg/dl at the time of call. The customer's father stated that they treated the high blood glucose manual injections. The customer's father performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer's father declined to performed high pressure test. The customer's father was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.